Manufacturer narrative:
Evalution results and conclusions: endoleak, migration; pending device returned for evaluation.

Event description:
An aneurx stent graft system was implanted in a patient for treatment of an abdominal aortic aneurysm. The vessels had dilated. It was reported that the CT demonstrated that the stent graft had migrated 2.5 cm with a type 1 endoleak. The physician elected to remove only 1/2 of the implanted stent graft. The iliac stent graft limbs (2) remain in place the conventional stent graft was attached to the iliac limbs. The explanted stent graft is pending evaluation. No additional clinical sequelae were reported and the patient is fine.